Event description:
A user facility nurse reported that a fresenius 2008t machine sounded an arterial pressure alarm during a patient¿s hemodialysis treatment. They were unable to reset the alarm as the touch screen was unresponsive. The patient blood clotted in the lines and it was not returned. The patient estimated blood loss was 200cc. The patient did not complete the treatment per the patient¿s request since the event occurred near the end of treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was removed from the machine and treatment ended. Additionally, an fst (field service technician) was onsite to repair the 2008t machine with a reported touchscreen/keypad issues. The fst replaced lcd display and front panel keypad. The fst calibrated touchscreen. The machine functional tests were completed and passed onsite after repair. The machine is back in service.

Manufacturer narrative:
Additional information: event description.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a fresenius 2008t machine sounded an arterial pressure alarm during a patient¿s hemodialysis treatment. They were unable to reset the alarm as the touch screen was unresponsive. The patient resumed treatment, however the patient blood clotted in the lines and it was not returned. The patient estimated blood loss was 200cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was removed from the machine and treatment ended. Additionally, an fst (field service technician) was onsite to repair the 2008t machine with a reported touchscreen/keypad issues. The fst replaced lcd display and front panel keypad. The fst calibrated touchscreen. The machine functional tests were completed and passed onsite after repair. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius field service technician (fst) performed an onsite investigation and resolved the touchscreen/keypad issues by replacing the lcd display and front panel keypad. The fst performed a diagnostic check of all buttons on screen display. The machine passed testing and functional checks. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.